Event description:
On (B)(6) 2009, the pt was implanted with an invance sling. On (B)(6) 2012, the sling was removed and an alternate incontinence device was implanted due to recurring incontinence. He did well post-operatively with zero ml residual urine on bladder scan. Additional information received on 02/10/2012.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.